Event description:
Prodisc-c implanted at c5-c6 approximately 6 weeks ago. Patient developed an infection at the surgical site. Surgeon believes the superior endplate subsided slightly into the superior vertebral body. Device explanted and corpectomy performed with fusion.

Manufacturer narrative:
Add'l info has been requested. Approximate date of event was one week prior to explant date of 2009. Approximate date of implant was late 2008 or early 2009. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.